Event description:
It was reported that during routine maintenance inspection, it was observed that the the foot control device had "exposed insulation in the cord". The device was not being used in surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment revealed that the strain relief plug was pulled out of the foot pedal connector. Therefore, the reported condition was confirmed. This was due to mishandling / misuse at the customer site. If additional information should become available, a supplemental medwatch report will be sent accordingly.